Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue, deflation issues and difficulty removing the device from the guiding catheter were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of angina is listed in the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported inflation/deflation issues. The investigation was unable to determine a conclusive cause for the reported inflation/deflation issues; however, the reported difficulty removing the device and delay in procedure appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of angina and st- elevation (EKG/ECG changes) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: conquest, guide catheter: xb3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous, mildly calcified proximal left anterior descending (lad). A 4.0 nc trek balloon dilatation catheter was used to perform a final kissing technique on the lad, and diagonal (dx) but it was noted that it took longer to inflate and failed to deflate completely. The dx artery had a timi 3 flow so it was decided to open up the ostium. It was attempted to deflate the balloon by using a 30ml syringe, then multiple syringes and a 3 way tap between 10 to 30 seconds pulling negative. But the balloon did not deflate. The balloon was inflated to 4 atmospheres (atm), 6atm, 10 atm with aspirations, which seemed to be working but not entirely. Then a non-abbott guide wire was used to attempt to puncture the balloon through a non-abbott guide catheter while prolonged suctions were done with a 50ml syringe. The balloon seemed to shrink a bit making it possible to pull it out from the left main, coming mostly into the guide catheter where it ultimately got stuck. The guide catheter was pulled out as a single unit altogether with the balloon. It was noted that the balloon had not been punctured. Intervention to deflate the balloon took about 14 minutes with severe chest pain and st-elevation. Angiography and optical coherence tomography showed good results and the patient was stable. No additional information was provided.